Manufacturer narrative:
Conclusion: the investigation shows that there is no sign of a material or production failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that the durom components were revised due to tissue inflammatory.